Event description:
A distributor in (B)(6) reported that the print on an mr290v autofeed humidification was obscured. The obscured print was noticed by the distributor prior to pt use.

Manufacturer narrative:
(B)(4). The complaint device has only recently been received by fisher & paykel healthcare and our investigation is currently in progress. We will provide a follow-up report upon completion of our investigation.